Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 74-year-old-male patient was indwelled with a suction tracheotomy tube and accessories. During the ward rounds, the airbag pressure was found to be 0 cmh2o. The airbag was re-inflated and found to be unable to inflate, so a new suction tracheotomy tube and accessories were replaced, and the process went smoothly.

Manufacturer narrative:
H3: no product was returned for analysis. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.